Manufacturer narrative:
(B)(4) date sent: 6/09/2026 d4: batch #245d64. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes, the first line was a perfectly formed line of staples if yes, were the staples formed properly? Yes if yes, was the staple line complete? Yes did the device cut? If yes, was the cut line complete? Yes, the first time it was fired if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? They had to manually open it if yes, did the jaws eventually open? Yes is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described of difficult to open could not be confirmed as the device opened and closed as expected. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 245d64, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, they fired the stapler first time it was fine. The second time they fired it, they could not finish the firing as the device was not responding while it was in the patient. They opened a new device continued with the case but I was told it failed at a crucial point. There was no patient consequence nor surgical delay reported. No additional information provided.